Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2012, product type catheter. Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Event description:
It was reported that when the patient originally had the device implanted the patient had a problem while she was still in the hospital. The patient had woken up ¿soaking wet¿ and it turned out that the patient¿s back was leaking. The surgeon addressed the issue and replaced some of the catheter. A few months later the swelling in the patient¿s back began. MRI, CT, and dye study (previously mentioned) showed that there were no leaks in the system with in the first catheter attached. The physician lowered the dose of medication that the patient was receiving to see if that brought the swelling down. Since it did not, the physician aspirated fluid from the area of swelling and discovered that it was cerebrospinal fluid. The catheter was left in place and a new catheter was implanted; it was thought that the csf leak was because the first catheter dislodged. A few weeks after the revision the patient started to experiencing ¿withdrawal type¿ symptoms. An x-ray showed that the catheter had ¿slipped down again.¿ it was noted that the patient was operated on (B)(6) 2012. The pump was no longer connected to the catheter; they sealed the catheters to stop any leakage. Additional information reported that the patient¿s catheter was changed out one month after it fell out. The patient was doing well now.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak, catheter break and revision followed by an additional catheter dislodgement and possible leak. Since the initial pump implant procedure, the patient had experienced intermittent swelling at the catheter site due to a csf leak. The patient stated that there was a small lump at the catheter site that would "swell and go away numerous times." After "some time", the lump began to grow and became more constant until there was a "bubble" on the patient's back. It was noted that there was leaking due to a break in the catheter. When the patient was in the hospital, the healthcare provider (hcp) adjusted the catheter, and the patient subsequently started to get headaches. It was determined that the headaches were caused by a csf leak. The patient stated that "a tumor had also grown there." It was unclear if the statement referred to the "bubble" that was earlier referred to or an additional anomaly. On (B)(6) 2012, the patient had an "extensive surgery" to replace the leaking catheter and lower the medication dosage. The reported information also made it unclear if the hospitalization and catheter repositioning was related to the catheter break, was from the initial pump placement procedure, or if there was an additional catheter revision prior to the (B)(6) 2012 procedure. It was later reported that the patient was experiencing continued catheter issues and changes in therapeutic effect. As of (B)(6) 2012, the patient was receiving no medication through the pump, as the pump had been turned off and the catheter was sealed due to a "second catheter dislodgement following the (B)(6) 2012 revision." The pump had been stopped one week prior to (B)(6) 2012. It was indicated that part of the old catheter was left in place and the new catheter was "slid in next to it." Following that revision, the patient had an area again that was "swollen about 3 inches out and 5 inches long." The area was tested and the results were unknown, however it was assumed by the reporter that there was another csf leak. As a result of the latest occurrence, the patient had numbness and pain from the "buttocks down to the calf", nausea, vomiting, headaches and sensitivity to light. The patient expressed a desire for a correction of the pump system issue as the therapy was found to be "effective when the catheter was in place." It was noted that the hcp had performed an MRI, CT, and catheter dye study as well as a medication dosage decrease in order to "determine the cause of the first leak." Results were not provided. Per the manufacturer's device registry, a catheter revision was noted on (B)(6) 2012. No additional information was provided to confirm the procedure date or to provide further detail. The medications in the pump were clonidine, bupivacaine and dilaudid. Additional information has been requested however was not yet available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), explanted: unknown, product type catheter. (B)(4).